Event description:
The bipap a30 device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed foam particles inside the assembly. Additionally, the technician identified an error code e-112 (coin cell voltage is outside of its valid range of 1.65 to 3.6v) and recommended the pca to be replaced; the evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt contamination. No repairs were performed and the device is to be scrapped by the customer's request after the technician evaluated the device.